Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coil could not be advanced. A 20mm x 40cm cube interlock .035 was selected for a splenic aneurysm embolization. During the procedure, the coil became stuck at the hub part of the microcatheter and could not advance. The coil was removed with a snare and the procedure was completed with another of the same device. No complications were reported, and the patient was stable. However, returned device analysis revealed the coil arm was detached.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection observed that the main coil and introducer sheath were returned. It was observed that the main coil was bent and stretched at the zap tip, coil arm and primary coil section. Also, the arm coil was detached. The original pouch was returned, and it was observed that the pouch information matches with the complaint information. The functional could not be performed due the pusher wire not returned. The main coil zap tip outer diameter (od), primary coil od and coil arm od passed the dimensional inspection.